Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the x-port isp implantable port, groshong single-lumen, 8f products is identified in d2. H10: for all the three devices, lot numbers were not provided and lot history reviews could not be performed. Additionally, for one malfunction device codes 1562 - material separation and 2526 - dent in material were added. For one malfunction, the device was returned to the manufacturer for evaluation and the investigation is confirmed for fracture, material separation and dent in material. For remaining two malfunctions, the devices were not returned to the manufacturer for evaluation and the investigations are inconclusive for fracture. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 7707540j implantable port allegedly experienced fracture. This information was received from various sources. This malfunction involved all three patients with no consequences. Of the three patients, one was male and all other detail of the patients were not provided.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. For all the three devices, lot numbers were not provided, and lot history reviews could not be performed. For one malfunction, the device was returned to the manufacturer for evaluation, and the evaluation identified for catheter break. For remaining two malfunctions, the devices were not returned to the manufacturer. For evaluation and the investigations are inconclusive for fracture. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 7707540j implantable port allegedly experienced fracture. This information was received from various sources. This malfunction involved all three patients with no consequences. Of the three patients, one was male and all other detail of the patients were not provided.